Manufacturer narrative:
The insulin pump was programmed with multiple boluses and monitored. All boluses delivered and were listed in the bolus history screen. The insulin pump had multiple alarms in the alarm history and the patient information could not be up loaded due to a corrupted history file. The insulin pump passed the displacement test, self test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery alarm test. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump did not have an accurate account of boluses recorded in the device history. The blood glucose reading was between 200 mg/dl to 300 mg/dl over the last 10 days. The customer stated that a week prior, he had left the insulin pump in the glove compartment of the car and believed that the heat may have ruined the device. The blood glucose reading at the time of call was 198 mg/dl. He programed a 0.2 normal bolus, and it was not recorded into the bolus history. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.